Manufacturer narrative:
Findings: unit received with minor scratched display window. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are scratches and she can barely read the 1st numbers on screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.